Manufacturer narrative:
H.6. Investigation summary: material #: 360213 lot/batch #: 3067038 bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle, there was foreign matter found on the tip of one needle. No patient impact reported.